Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a distal circumferential fracture (dcf) on the glass cap. The metal and glass cap were present and attached to the fiber as intended. The glass cap exhibited mild devitrification at the output window. The metal cap exhibited moderate debris adhesion on its surface, indicative of tissue contact. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted confirmed that the potential for forward firing exists. It is probable that the debris adhesion found on the surface of the metal cap contributed to elevated temperature near the laser beam output window. Continuously elevated temperature can lead to fiber tip damages, including dcf. The user may have observed the dcf during use and reported generally as a tip break. Based analysis results and information available, the interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event. According to the device instructions for use, the user is instructed to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage.

Event description:
It was reported that during a photo-selective vaporization procedure of the prostate, the tip of the fiber separated. The tip did not separate inside the patient. The fiber was replaced, and the procedure was completed without patient complications. It was noted that pressurized saline was utilized during the procedure.

Event description:
It was reported that during a photo-selective vaporization procedure of the prostate, the tip of the fiber separated. The tip did not separate inside the patient. The fiber was replaced, and the procedure was completed without patient complications. It was noted that pressurized saline was utilized during the procedure.